Event description:
On (B)(6) 2011, the pt reported, the up and down buttons stick and the infusion device does not respond and he is not able to perform quick bolus functions. He stated, the buttons lay flat after being pressed. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.